Manufacturer narrative:
Imrdf code a15 captures the reportable event of difficult to release for catheter. Block h11: investigation results the returned resolution 360 clip was analyzed, and visual inspection noted the device returned without the clip assembly with evidence of full deployment. The microscopic examination found evidence of full deployment. The reported event of clip difficult to release from catheter was unable to be confirmed. The investigation results summary did not detect any problems related to the reported issue, clip difficult to release from catheter as the device returned fully deployed without any visible issues. Therefore, device problem excluded was chosen as the analyzed cause code for this failure. A risk review was completed and confirmed that the event of clip difficult to release from catheter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all additional information, the most probable root cause assigned is device problem excluded.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the clip was difficult to release from the catheter. The clip was opened and closed multiple times to get it to release. The procedure was completed with the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imrdf code a15 captures the reportable event of difficult to release for catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the clip was difficult to release from the catheter. The clip was opened and closed multiple times to get it to release. The procedure was completed with the same device. There were no patient complications reported as a result of this event.